Event description:
This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro codes: mni, mnh, kwo, nkb. Product was initial received (B)(4) 2012 and was misplaced. Product was found (B)(4) 2013. There were no abnormalities noted during the DHR review that would be relative to the complaint condition. The investigation is ongoing.

Event description:
This record is 3 of 3 for complaint number (B)(4).

Event description:
In (B)(6) 2011, a (B)(6) female was implanted with a veptr 90 degree left s-hook. During a routine construct adjustment on (B)(6) 2012, it was found that the implant had cracked at the parallel connector. On (B)(6) 2012, pt was revised and all hardware was removed. During the revision, it was noted that a rib cap had worn through the bone. Pt was then implanted with another of the same construct. This is 3 of 3 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information not previously reported. The device was returned for manufacturing evaluation. The device was received assembled with the ti distal extension and a broken portion of the s-hook. The device had minor surface scratches and nicks consistent with use. There was no breakage on the device. Based on the DHR review and visual verification, there are no issues. Because related features were unobtainable due to assembly, the complaint is indeterminate. The product development event evaluation revealed that the rib hook was received in good condition, with no signs of misuse. The rib hook may have worn through the bone due to patient activity or perhaps poor bone quality. This could not be determined from the returned device alone. The fractured implant may be due to excessive strain and or other patient activity. This cannot be determined from the returned device alone. The risk analysis was reviewed and was found to be adequate for the construct migrating. Information incorrectly reported.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.